Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding the patient with an implantable neurostimulator (ins). It was reported that the patient had an accident a week ago and fractured a bone in their back. The caller stated that when the patient would turn stimulation on they felt pain so they shut stimulation off last week. The caller asked if it was ok to have therapy off. Patient services reviewed that the patient should continue to keep the ins charged even if not using therapy. Patient services suggested that the patient consult their healthcare provider (hcp) about the fracture and pain with stimulation on.